Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a continuous occlusion occurred during a cataract procedure. The occlusion bell was heard during the occlusion. The product was replaced with another and the procedure was completed with no harm to the patient. The product sample was discarded. No additional information is expected. This is 1 of 3 reports from this facility.

Manufacturer narrative:
This is the third complaint reported for this finished goods lot and the second reported for this issue. Review of the device history review indicates the order was built to specification. A non healthcare professional reported that the product had continuous occlusions during surgery. A sample was not received to date for this complaint report; therefore, visual inspection or functional testing could not be conducted. Without a sample it cannot be determined if there were any physical anomalies that led to the customer's experience. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. No action will be taken for this occurrence, as the root cause is unknown and a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).